Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. Testing found no anomalies. The battery contact was found to be dirty. (B)(4).

Event description:
It was reported the epg (external pulse generator) was connected to a patient. When a nurse pushed the menu button, a shutdown of the epg occurred. The epg was returned for service. No patient complications have been reported as a result of this event.